Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported "plasma line contaminated" alarms during a therapeutic plasma exchange (tpe) run. The customer was performing a tpe procedure with a extra corporeal membrane oxygenation (ECMO) for a patient with organ transplant rejection. Despite attempts to adjust the blood interface using a higher hematocrit, the interface remained high and the plasma in the centrifuge was blood tinged and the plasma line in the ccm was blood tinged. Terumo bct recommended the operator decrease the hct down and notify the physician of the hemolysis in the plasma and find out if they wanted the procedure to continue. Terumo bct also provided additional instruction on how to continue if they desired. The operator verbalized their understanding and was instructed to call back if there were further issues. The patient's information is not available at this time. No medical intervention was required for this event. The disposable kit will not be returned for investigation, because they were able to continue with the procedure. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred due to potential hemolysis.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: based on the evaluation by the patient's physician, the hemolysis was due to the patient's disease state.

Event description:
Gender: male, the customer declined to provide any other patient information.